Event description:
It was reported that during a robotic assisted low anterior resection laparoscopic procedure, during port setting, the device displayed image issues. A message from the storz system indicated a disconnection to module 2, and the image remained in 2d on the external monitor, operating room team interface display (orti), and surgeon console displays, with inability to switch to 3d. Checking and reseating cables did not initially resolve the issue, and a distorted image with double vision and poor quality was subsequently observed. The storz modules and light source were restarted, after which the image returned to normal. There was no injury. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested by the manufacturer. The device has not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).